Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby dual port standard balloon was used in a percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight are unknown). According to the complainant, the external bolster of the device moves easily. The device was able to be placed into the body successfully. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.